Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked reservoir tube. The device passed the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.

Event description:
It was reported that the customer was walking and fell down on her insulin pump and the screen became extremely scratched up. The patient's blood glucose was 231 mg/dl. It was advised that the customto discontinue use and revert to a back-up plan. Nothing further was reported.